Event description:
User was on his way into a dr's office; going into office on a ramp, the unit tipped. He sustained a head injury (concussion) which resulted in a seizure. User spent a week in a hosp.